Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down when the elevator doors closed, while the patient was being transported. When the elevator doors reopened the ventilator restarted ventilation. It is reported that the ventilator did not alarm visually or audibly. No report of patient harm.